Event description:
The manufacturer's sales representative reported the device alarmed and shut down during a demonstration. Review of the ventilator diagnostic log noted a vent inop occurrence due to a data acquisition pcba adc reference failure. The manufacturer's service technician reported the ventilator alarmed vent inop when powered on for evaluation and testing. The service technician replaced the cpu pcb board to address the reported problem. Performance verification testing was completed and tests passed to operating specifications.